Event description:
It was reported that during an unspecified surgical procedure, it was observed that the quick coupling device would not drive a pin. As a result, there was a five minute delay in the surgical procedure. An identical spare device was used to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred two to three weeks ago ((B)(6) 2015); however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed it will not hold the smallest diameter k-wire. It was noted that the device needed a update to the latest revision, there was corrosion on internal components: coupling guide, bearings, start disc, planetary wheels, pinion cage was damaged from corroded planetary wheels, replaced the necessary components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion and improper cleaning and care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.